Manufacturer narrative:
This device has not been received by the manufacturer an evaluation has not yet been performed. Therefore, a failure analysis is not available ans we are unable to determine if the device met its specifications. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline apprpriate placement, access and maintenance procedures.

Event description:
A female patient underwent a therapeutic procedure for gastric hemostasis. The clinician indicate the resolution clip device would not deploy properly. The patient did not sustain any complications or ill effects as a result of this issue. The procedure was completed successfully with another of the same device.